Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the membrane of the access filter pod was leaking. The lines of the set including spikes are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pressure pod of a prismaflex m150 set was observed to be broken and leaked blood during continuous renal replacement therapy. There was no report of medical intervention associated with this event. No additional information is available.